Event description:
It was reported that the patient presented to the hospital due to the noise on the right ventricular (rv) lead. The physician elected to explant the rv lead and replace it with a new one. The patient's condition remained stable.